Manufacturer narrative:
Additional information was added. The device was manufactured from june 12, 2019 - june 13, 2019. The actual device was received for evaluation to determined issue of leak. Visual inspection revealed a leak/backflow at the fill port  when it was removed. Functional testing was performed by filling the device with green colored water. The cause of the leak/backflow was due to a particle 0.25 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy. The reported problem was verified. The cause of the leak was due to the particle under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.